Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code 550:320:654:0000 was confirmed by baxter personnel in the pump's event history. The evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a failure code 550:320:654:0000. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 550:320:654:0000 was confirmed during product evaluation. The assignable cause of the reported problem was a pinched main speaker harness wire in the rear housing. The rear housing assembly was replaced in order to correct this condition.